Event description:
Consumer reported complaint for warped syringe needle. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of bruising. Medical attention is not reported as a result of warped syringe needle or symptom.. The product storage location is undisclosed. During the call a test of the product was not performed by the customer. The test strip lot manufacturer¿s expiration date is 04/15/2021 and open vial date is undisclosed.

Manufacturer narrative:
Syringes were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-61: improper use/mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products resolved the initial concern - able to establish contact with customer and stated will follow up with pharmacy to obtain new syringes.